Manufacturer narrative:
Continuation of d10: product ID envpro-16-c; product type: 0195-heart valves; lot number: 0009771779 product ID ls-envpro-16-c; product type: 0195-heart valves; lot number: 0009771783. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified an intraventricular conduction delay (ivcd), identified as a right bundle branch block (rbbb) and secondary repolarization abnormality. Aortography identified mild paravalvular leak (pvl). No treatment was reported for the pvl. Rbbb resolved the day following the valve implant procedure. ECG also showed intermittent sinus bradycardia with rates between 47-53 beats per minute (bpm). Approximately two weeks following the valve implant the ECG identified normal sinus rhythm with rate of 62 bpm. No treatment was required. Additional information was received that reported worsening hypertension at the two-week follow-up appointment. Increased systolic blood pressure was identified on home readings. At the 30-day follow-up, systolic blood pressure was consistently in the 130¿s to 170¿s. Amlodipine regimen was started in addition to the previously prescribed lisinopril. Approximately one year and six months later, high blood pressure remained. At the four-year follow-up, hypertension was noted as ongoing. Per the physician, the worsening hyp ertension was not related to the valve or the valve implant procedure. Hypertension was reported to be a pre-existing medical condition of the patient. At the 30-day follow-up, cardiac monitoring indicated two episodes of non-sustained supra-ventricular tachycardia not accompanied by symptoms. Medication treatment was declined by the patient. Additional information was received that one year, six months, and nine days following the valve implant palpitations presented. No treatment was provided. At the two year follow up intermittent palpitation episodes continued. No treatment was provided.